Event description:
An ophthalmic surgeon reported that the infusion cannula had a loose fit that caused it to dislodge from the trocar cannula during a planned vitrectomy procedure. The trocar plug had not clicked in place and the equipment looked different from previous stock. It was reported that the metal end that plugs into the port kept falling out and the staff had to hold it in order to complete the case. The patient did not experience any harm.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause or confirm the customer report. However; it is likely that this report is related to the cannula loose fit issue which is believed to be related to design specification. (B)(4).